Event description:
Caller alleged discrepant inratio2 inr results. Results are as follows: date: (B)(6) 2013. Inratio2 inr: 1.3 and 3.7. The pt immediately performed a repeat test by sticking the same finger. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No strip lot info was provided for further action. Trend analysis for the lot is not possible, as the lot number was not provided. However, the issue will be tracked and trended.